Manufacturer narrative:
The reported event could be confirmed since the affected device was returned for investigation. A review of the device history record for the reported lot did not indicate any abnormalities related to the reported event. After a thorough investigation (evaluation of the returned instrument, review of the device history record, and an assessment of relevant complaint history), it was determined that the most likely root cause for this event is the normal wear of the reusable instrument, which has been subjected to a high number of reprocessing cycles.

Event description:
It was reported that during a total joint arthroplasty of touch cmc1 prosthesis, the stem holder broke into two components during impaction, with one component remaining stuck within the final stem. Another instrument was subsequently used to implant a replacement stem.